Event description:
It was reported that approximately one month post a chronic catheter placement via the right internal jugular vein, the catheter was allegedly found to be broken where the clamping space narrowed from the thick part. It was further reported that the broken catheter had allegedly swelled up upon flushing after blood collection. Reportedly, the broken catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter was return for sample evaluations. Visual, tactile and functional evaluations were performed. Upon infusion, ballooning was observed on the catheter body, proximal to the clamping sleeve. Water did not exit the distal end. Aspiration was attempted and was unsuccessful. No damage was noted on the inner lumen. Therefore, the investigation is confirmed for the reported stretch and protrusion. However, the investigation is unconfirmed for the reported fracture issue as no objective evidence was found from sample analysis. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month post a chronic catheter placement via the right internal jugular vein, the catheter was allegedly found to be broken where the clamping space narrowed from the thick part. It was further reported that the broken catheter had allegedly swelled up upon flushing after blood collection. Reportedly, the broken catheter was removed. There was no reported patient injury.